Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7063322.

Event description:
It was reported that the patients incision did not heal properly. All components were explanted and discarded.